Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient heard an audible alert tone and notified the clinic. The tone was identified as a right ventricular (rv) lead integrity alert due to varying and high impedance, noise and a high sensing integrity counter (sic). There is further evaluation anticipated and a possible lead revision. The lead remains in use. No patient complications have been reported as a result of this event.